Event description:
It was reported at implant, non-medtronic leads (boston scientific) were attached to the ICD and oversensing was noted. There was also blood in the ports. The device was replaced and again blood was in the ports of the new device. The leads were disconnected, flushed, and reconnected. Silicone was placed over the grommets, and there was no further oversensing. Evaluation was requested for the first (not implanted) device, because it was believed the issue is lack of seal with the boston leads vs a grommet issue. (B) (4) 2010 by (B) (4): no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed damage to the grommets.